Manufacturer narrative:
The pump is not being requested for return at this time. The event was attributed to the patient forgetting to reconnect to the pump after a shower. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No further conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels between 20 and 30 mmol/l related to forgetting to reconnect to the pump after taking a shower. The patient confirmed that all of the pump settings were correct. The patient stated that the elevated blood glucose levels were noticed and then the patient realized that the pump was not connected after taking a shower earlier in the day. This report is made based on the allegation that the patient experienced hyperglycemia related to use error of forgetting to reconnect to the pump.